Manufacturer narrative:
Blood culture at the time of washout was positive for infection and a subsequent culture was negative. A review of manufacturing records indicates that the product conformed to design and manufacturing specifications. Prior to event, patient was reported to have an oral/gum ulcer. There is no information to suggest that the infection was caused by the misha product; the source of the post-operative infection remains unknown.

Event description:
It was reported that about 2.5 months after misha implantation, the patient received a washout due to a suspected infection. A PICC line was started for antibiotics after which the patient was reported doing well.